Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. It was reported that while a nurse was emptying a foley catheter, the nurse¿s left foot got tangled in the disposable repositioning sling loop hanging from the patient¿s bed. As a consequence of the event, the nurse fell and sustained a broken right femur. An arjo technician evaluated the sling, no malfunction was found. Based on the photographic evidence the sling was not damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU (B)(4)) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use. The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling after required actions have been taken. To conclude, the arjo sling was left under the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop and sustained serious injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that nurse was emptying a foley catheter when the worker¿s left foot got tangled in the strap of the disposable repositioning sling hanging from the patient¿s bed. This caused a serious injury (broken right femur) and hospitalization of the employee.